Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The target lesion was located in the mid right coronary artery (rca). No lesion characteristics were reported. During the index procedure, an unspecified taxus liberte paclitaxel-eluting coronary stent was implanted. At some point post-procedure, in-stent restenosis was observed. No info is available as to whether the event was treated. No further pt complications were reported and the pt status is reported as "good". Additional info has been requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications, as this event is known physiological effect of the procedure and is noted within the dfu.